Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 26jan2021.

Event description:
It was reported to philips that the device had oxygen failures error messages. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:21apr2021. B4:27apr2021. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site. The fse was unable to replicate the reported issue. Device error logs were reviewed, and the oxygen device failed error was present once in the logs. The high-pressure leak test, pressure accuracy, and air/o2 flow accuracy tests were performed, and all the outputs from the device were within specification. The fse discussed the replacement of the data acquisition printed circuit board assembly (da pcba) and the solenoid valve as a precautionary measure with the customer. Both parts were replaced, and the device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The data acquisition printed circuit board assembly (da pcba) and the solenoid valve were returned to failure investigation for analysis. The parts passed all tests, and there was no fault found.